Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a13 5g / 2.8 / android 16.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.